Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits on the catheter were determined. The measurement of the plane parallelism has revealed with a value of -0.013 mm [tolerance 0 ± 0.02 mm] that there is no deformation. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav in the horizontal position and the shuntassistant in the vertical position operate within the accepted tolerance. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined a non-adjustability in the progav valve. The determined deposits could be named as the cause for the non-adjustability. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (part#: fv413t) was implanted during a procedure performed on an unknown date. According to the complainant, the system was believed to be operated in under-drainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years, height: 130 centimeters (cm), weight: 30 kilograms (kg), gender: female.